Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Boston scientific received information that this right ventricular (rv) lead failed to convert ventricular tachycardia (vt) or ventricular fibrillation (vf). Hence, this rv lead was explanted. No additional adverse patient effects were reported.